Event description:
The customer reported via phone call that she had fallen on the insulin pump and did not believe that the insulin pump worked. She noted that she was in the hospital due to hip surgery, which she specified was a cause unrelated to diabetes. She stated that she had fallen and fractured her hip, and after the event, she stated that the insulin pump did not control her blood glucose and she experienced high blood glucose since then. The customer's blood glucose was 374 mg/dl at the time of the event. The customer's most recent blood glucose was 220 mg/dl. She complained of nausea, which may have been due to her pain medication. She did not observe any bent infusion set cannulas. She last changed device programming in november and verified the accuracy of the basal rates and bolus wizard. The insulin pump passed the high pressure test. She advised that her fall was not due to high blood glucose. The device worked as designed, and she was advised to use another insertion site and continue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.